Event description:
It was reported that during an open liver procedure, the stapler was opened and passed to the scrub nurse, as the safety tab was removed, the cartridge came away from the stapler. It was not noticed and the surgeon place on a vessel fired and cut. The bleeding was controlled and the patient is ok. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.